Manufacturer narrative:
An olympus field service engineer had a service call at the customer site. After troubleshooting the issue, and replacing the batteries in the foot switch, the foot switch paired successfully. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the soltive pro superpulsed laser system had a foot pedal that was not pairing and connecting. There were no reports of patient harm.

Event description:
The event occurred while preparing for a therapeutic lithotripsy procedure. The procedure and patient anesthesia were prolonged by 5-10 minutes to switch out the footswitch. This happened right at the beginning of the case. The procedure was completed. No medical intervention required. No other devices were replaced during the case. No patient impact and outcome of the procedure was not affected. The device was inspected prior to use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, h4 and h6. Corrected fields: d8 (should be blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Since the subject device was not returned to legal manufacturer, the reported event could not be confirmed neither the condition of the device. Based on the results of the investigation from the information obtained, sales representative called in stating that after replacing the batteries in the foot switch, the foot switch paired successfully. There was no detailed description of the cause, and since the device did not return, further information could not be obtained. As a result, the definitive root cause was unable to be determined since replacing the batteries resolved the issue. Therefore, no problem was identified with the device itself. Olympus will continue to monitor field performance for this device.